Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a roller-coaster glucose pattern while using the ilet, with a low just prior to a dinner announcement after intensive gardening, a partial meal announcement followed by hyperglycemia to 248 mg/dl, subsequent correction dosing by the pump, and then hypoglycemia to the 40s for which the patient self-treated with oral glucose; the patient elected to perform a factory reset and was reminded of meal announcement guidelines. Symptoms included hypoglycemia and hyperglycemia. Outcomes included an unexpected medical intervention consisting of oral glucose administration and the event was assessed as a serious injury/illness/impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding device components and no specific medical device problem identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.